Event description:
It was reported that during a routine pulse generator upgrade the ventricular lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the insulation was abraded from 39.5 cm to 39.8 cm from the distal end and exposed the proximal coil which resulted in the reported noise. Abrasions are indicative of exposure to constant friction with another implantable device.